Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. During the procedure, there was slow pressure loss and the pressure was not able to be maintained above 100 mmhg. The surgeon removed the catheter and added fluid and a hole was then noticed. The case was terminated with no consequence to the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.